Event description:
The physician reports that a pt underwent uneventful bilateral implantation of the crystalens. Postoperatively, haze was observed on the posterior and anterior surfaces of the lens in the pt's right eye. In addition, the surgeon believed that there were scratch marks present on the lens optic. Intervention was performed postoperatively to exchange the lens and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is good, pending resolution of astigmatism which was induced by placement of sutures.

Manufacturer narrative:
Other - sutures, astigmatism.